Event description:
Pt has been wearing frequency 55 toric (methafilcon a) contact lenses for a few years. In (B)(6) 2010, the pt experienced hazy vision and ended up in the ER with a torn cornea. Pt was treated with antibiotic drops. Pt states a month later, the same problem was experienced, but not as severe. No permanent damage or impairment has been reported.

Manufacturer narrative:
Event was reported to coopervision by the pt via e-mail and by a us blog. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusion: no conclusion can be drawn. This is being reported as an unconfirmed torn cornea. Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.